Manufacturer narrative:
(B)(4). The left atrial appendage (laa) was returned with the clip. The appendage was measured to be approximately 24 mm wide at the base and 2.5 mm thick. The instructions for use (IFU) states in the warnings - "5. Do not use on a laa less than 29 mm in width and 1.0 mm wall thickness." The appendage as measured fell outside this criteria and is a possible factor in the event.

Event description:
During the initial procedure on 04/25/2011 an atriclip gillinov-cosgrove laa exclusion device was used. The left atrial appendage was reported to be elongated, being larger at the distal (tip) end than the proximal (base) end. During the clip placement, the physician had to "stretch" the appendage and the clip was placed on the left atrial appendage without issue. During extraction of the deployment tool the physician stated that the clip was "bumped" and the clip tore the appendage. The patient was converted to an open chest procedure and put on bypass. The physician sutured the tear and the procedure finished without further issue. There was no long term patient consequence.